Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to elective replacement indicator (eri). There were no allegations or complaints against the device.